Event description:
The customer reported via phone call that they were currently hospitalized. The customer reported experiencing high blood glucose the saturday prior to their hospitalization. The customer then reported they experienced low blood glucose the following monday, (B)(6) 2015, when they were hospitalized. Customer's blood glucose was between 40 mg/dl and 50 mg/dl at the time of their hospitalization. It was also reported the customer was hospitalized due to shingles. Customer reported experiencing stomach pains before their diagnosis. It was also found the customer had an infection that caused their blood glucose to run high. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.